Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery during bolus. Customer's blood glucose was 130 mg/dl. Customer was advised to disconnect from the device and perfume a fixed prime. Insulin did not exit and device alarmed. Customer was advised to remove reservoir from the device and disconnect and reconnect the reservoir. Customer was advised to manually push insulin through the tubing, insulin exited. Customer was advised to reinsert reservoir to the device and run a manual, insulin did exit. Customer was advised there was a possible occlusion caused by the reservoir or infusion set. No further information reported.